Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 471 mg/dl. The customer had no symptoms. Customer declined to troubleshoot for high blood glucose level. There is issue with sensor level and glucose level. Sensor is being return for analysis.